Event description:
Customer reported to beckman coulter, inc. (Bec) that they detected a leak inside the coulter ac*t diff 2 analyzer when the analyzer was running a sample. Customer reported that the volume of the leak was 10-15 ml. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support (cts) troubleshot the leak with the customer via the telephone. Customer reported that the baths were full and that the diluent dual filters were leaking. Bec cts instructed the customer to replace the diluent dual filters. Customer reported that the analyzer was running without any leaks after the diluent dual filters were replaced.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).